Event description:
Boston scientific received information that at the explant of this cardiac resynchronization therapy defibrillator (crt-d) there was difficulty backing out the setscrews of the right atrial and right ventricular ports to release the leads. When the wrench was turned counter clockwise clicks were heard immediately. Troubleshooting was discussed with technical services and attempted. It was later discovered that the physician had not loosened both setscrews. When all the setscrews were loosened the leads came out. No adverse patient effects were reported.

Manufacturer narrative:
The device was returned for analysis. Upon return to our quality assurance laboratory the device underwent detailed analysis. A microscopic visual inspection noted electrocautery marks in the device casing. A torn was noted in the lv- seal plug and body fluid contamination was present in its connector block. The rv+ setscrew was stuck in the up position and the retainer ring was bent. The force required to free the setscrew was measured to be 24 in-ozs. The ra+ retainer rings were bent upward. This would indicate excessive use of force to retract the setscrews. All the setscrews moved freely and operated normally. The device was put through and passed a series of automated diagnostic testing. In conclusion, analysis testing confirmed the field report of the setscrew issue. The stuck setscrew and damage to the retainer rings are consistent with induced damage. The device meets specification for normal battery depletion and electrically.